Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient¿s lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the lead was repositioned. Effective stimulation was established post operatively.